Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation showed wear marks on the pedals, the coating is peeling and rust like residues are found along the device. It was found that the connector had a broken pins and the other pins are bent; therefore, this complaint can be confirmed. Due to the condition of the connector, the functional test cannot be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The manufactured date of this device is 2007 and hence indicates this device is 16th years old. The possible root cause for the connector damage can be attributed to the heavy use while trying to handle the cord. For the wear and rust condition could be related to fair wear and tear due to age and use. However, it cannot be conclusively affirmed. As per IFU: to disconnect, pull the footswitch connector body. Do not pull the cable. Pullin the cable may cause damage to the device. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during inspection, it was observed that the wired connector pins on the vapr 3 footswitch were bent and broken off. There was no procedure nor patient involvement reported. No additional information was provided.